Event description:
It was reported that this non-(B)(6) left ventricular (lv) lead appeared to show intermittent loss of capture (loc) with high capture thresholds. The output was increased, and the device entered into elective replacement indicator due to the change in pacing outputs. The lv lead impedance was high, within normal limits. No more reprogramming changed were discussed but an implantable cardioverter defibrillator and lv replacement are being planned. The lv lead remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).